Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with failure code 814:04 was confirmed during product evaluation in the pump's event history. This condition was caused by a defective pumphead module. The pumphead module was replaced to correct the reported condition. This device is a remediated colleague pump with a user interface module software version of 5.09.90. Additional investigation is being conducted through (B)(4). A service history review revealed no previous service events were related to the reported condition. However, during previous service the pump head module was replaced.

Event description:
The facility representative reported to baxter a colleague infusion pump that experienced failure code 814:04. This event occurred upon power up. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. The customer is not willing to be contacted. No additional information is available. The user interface module software version is unknown at this time.